Event description:
Customer (infant) reported receiving a reading of 217mg/dl on her freestyle freedom blood glucose monitor. Customer's mother gave her 2 units of novalog insulin. Mother also gave her some carbs because of the long acting insulin already given to customer. Customer had symptoms of wide eyes, twitching, shaking, shallow breathing, seizure and loss of consciousness. Mother gave the customer "icing" and called the paramedics. Paramedics started an IV of dextrose and transported the customer to the hospital. The customer was continued with an IV of dextrose and had bloodwork done.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.